Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in (B)(6). Consumer reported that multiple tampons have fallen apart. Consumer reported yeast infections. Consumer sought medical treatment and was prescribed flagil 500 mg which was ineffective and was then recommended to use monistat.